Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, noise was noted on the right atrial lead. The right atrial lead was explanted and replaced. Upon removal, it was noted that the suture was found to be tied around the lead body proximal to the suture sleeve. The patient was stable and discharged.

Manufacturer narrative:
The reported events of noise were confirmed. A complete lead measuring 46.1cm was returned in one piece for analysis. Visual examination found external abrasion breaching the outer insulation and exposing the outer coil at 11.9 ¿ 12.1 cm from the connector pin consistent with friction to the device can proximal to suture sleeve tie impression. The cause of reported event was due to the external insulation abrasion which is consistent with friction to the device can.